Event description:
As reported for this event by the customer, during an unknown procedure the device image was lost. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device did not yield an image. This is attributed to the faulty cable unit. When tested with a known good test cable assembly, an image was available for the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The reported phenomenon ¿no image¿ was not duplicated and no further information could be obtained. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.